Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service replaced the flowcell and that resolved the issue with the na erroneous results. Instrument software version is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support low patient na (sodium) results were erroneously low on their unicel dxc 800 synchron system. Na quality control (qc) was out low and all patient samples were re-run back to last known good qc run. The results were amended. No change to patient treatment was reported and no adverse events are associated with this incident.